Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead failed a position check and it was also noted the ra lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted on: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.